Event description:
The customer contact reported a possible programming error which resulted in the patient receiving more medication than intended. During a thoracoscopy procedure, the primary line of the pump was programmed to deliver fentanyl 1000mcg/80ml, at a rate of 14ml/hr, and the delivery was started. After 5 minutes, the nurse noted that the fentanyl container was empty. The physician was notified. It was reported that the patient was treated prophylactically with naloxone 0.4mg. The patient's hemodynamic and respiratory parameters were monitored for the duration of the thoracoscopy procedure. The customer contact indicated that there were "no consequences to the patient." The customer contact stated the event was "probably due to a programming error." Though requested, no additional information was provided including specific programming details. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).